Event description:
The pt is a 41-yr-old woman who had bilateral breast augmentation in 1986 using the double lumen implant under the breast. Two years postoperatively, in 1988, the pt developed dry eyes, dry mouth, and vaginal dryness. She then developed difuse arthralgias and fatigue for two weeks in 1988. She was diagnosed with sjogren's disease and then at that time she also developed rheumatic arthritis requiring prednisone methotrexate for treatment. At the present time she has both rheumatoid arthritis and sjogren's disease. On physical examination she has a class 4 contracture on the left and class 3 contracture on the right. Because of potential association of connective tissue disease with her breast implants, the pt would like implants removed to see if she can go into remission as far as her connective tissue diseases are concerned.